Manufacturer narrative:
Analysis noted that the epg failed an incoming test for the display back light. Analysis also noted that the hanger assembly was worn. The display connector was cleaned and re-seated and the hanger assembly was replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.